Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. It was reported that on an unknown date, a possible type I or type ii endoleak was observed. An angiogram was performed and the endoleak could not be determined. The physician believes the cause of the event was not related to the device. An intervention is scheduled however, has not been performed. No clinical sequelae were reported and the patient is being monitored. Film review analysis: review of returned pre-implant cta's confirmed that the proximal neck flow lumen diameter measured approximately 24mm just below the renals, and narrowed down to 20mm just above the aaa. The neck was moderately calcified. The max aaa diameter was 5.5cm. The iliacs were straight but moderately calcified. Images at 5-months post-implant revealed that the endurant bifurcate was positioned approximately 5mm below the renals. The ipsi limb was placed within the left common iliac, and the contra limb within the right common iliac artery. The stent graft proximal od was 25mm and 5mm lower measured 28mm. The max aaa diameter is 6cm. Both limbs are patent. No areas of contrast or any endoleak could be confirmed from the images provided; however, there appears to be a minimal proximal seal radial oversizing so it is possible that the aaa is being pressurized proximally.

Manufacturer narrative:
(B)(4).

Event description:
Addition information was received. A secondary intervention was performed and an endurant ii cuff was implanted resolving the endoleak. The physician believes the cause of the proximal type I endoleak was due to neck dilation.

Manufacturer narrative:
(B)(4).